Event description:
A 2.5mm diameter x 8mm length medtronic ave s540 stent was inserted into the distal circumflex coronary artery, after predilation with a 2.0mm diameter ptca balloon. It was not possible to cross the target lesion; therefore, the stent and delivery system were removed from the patient. The coronary guidewire was then exchanged and another ptca balloon, 2.5mm diameter, was inserted for predilation of the target lesion. The 2.5mm dimater x 8mm length medtronic ave s540 stent was then reinserted but was still unable to cross the target lesion. Therefore, the stent and stent delivery system were pulled back into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon partially within the guide catheter tip and partially within the left main coronary artery. A ptca balloon was inserted into the dislodged stent and inflated to 1-2 atms, followed by successful removal of the entire system from the patient. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. In addition, the assisting physician stated that the stent was not coaxially aligned with the guide catheter tip upon removal of the stent into the guide catheter. The target lesion was left treated with ptca only. There was no additional clinical sequelae reported relative to the event.